Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the radial artery. The target lesion being treated was located in the severely calcified proximal right coronary artery. The 3.0x8mm quantum apex balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 8 to 10 atms on the second inflation. There were no patient complications reported and the patient status is good.